Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements and high capture thresholds. Technical services (ts) reviewed the device data, noted this rv lead was connected to a non-boston scientific device and recommended to replace this lead. No adverse patient effects were reported. This rv lead remains in service.